Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that a preloaded toric lens was explanted and a new lens of the same model was implanted during the same procedure. Additional information revealed that there was a kink and the lens did not center properly. They do not know why the lens would not center properly. The lens was removed and a new lens was place on a different day than the initial day of cataract removal and lens placement. There was no error led to this event. No injury was reported. No further information is available.